Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post implant, the patient is having occasional fluttering sensations. The patient indicates feeling the sensation with casual walking down the stairs and described the sensation while in office as electrical pulses like beats. The patient is not symptomatic with left ventricular only pacing. It was also reported that the patient felt the symptoms today during atrial threshold testing. The healthcare professional indicated stable loss of capture on the atrial lead. Additionally, the patient felt mild symptoms during right ventricular (rv) lead threshold testing. Extracardiac stimulation seems to be with rv pacing at higher outputs. No shortness of breath or other symptoms, stable rv sensing and impedance measurements, and consistent loss of capture on the rv lead at 0.25 volts. The healthcare professional decreased permanent rv output and re-ran atrial threshold test, the patient did not have any symptoms. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.